Event description:
A pt reported she was treated in the nasolabial folds and oral commissures on 2/10/1998. The pt stated all treatment sites immediately became red. The physician denied any sudden blanching or color change at the time of treatment. The pt reported [date unk] that the area of a lower oral commissure, (near the chin exact location not charted), became tender and developed a "blister", and then formed a "scab". On 4/27/1998, the physician noted a scar at the lower treatment site of the oral commissures [chin area]. The site appeared to be well healed and "pink" in color. The physician believed this could be a hypersensitivity or a necrosis due to the collagen. No medical or surgical intervention was prescribed or planned. There was no reply by the physician to a request for follow up info.